Event description:
A customer reported an aspiration failure when in the linear position. The procedure was completed with the 3d version. There was a delay of approximately 3 mins. There was no pt injury reported.

Manufacturer narrative:
The facility called in and spoke with a company technical svcs specialist. It was advised to install and test a new cassette. The nurse and resident physicians reported the problem was solved after the new cassette was installed. The company svc rep visited the site and examined the sys. The sys was tested and met all product specifications. (B)(4).